Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump were scrolling up when attempting to bolus. Customer stated that they wear the insulin pump in their bra. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No numbers ramping on their own or scrolling bar moving anomaly noted. The device was received with cracked battery tube threads.